Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 34 events were reported for this quarter. Product return status : 31 devices were received for evaluation. 3 devices were available for evaluation but have not yet been received. Evaluation status : 1 event was confirmed during testing. - 1 device was found to be affected by corrosion. 3 events were not confirmed during testing; however: -2 devices were found to be affected by corrosion. - 1 device was found to be affected by wear. 1 event was not confirmed during testing; the device was found to be within specifications. 26 device evaluations are in progress. Additional information : this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 22 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 34 total events were initially reported. 34 previously reported events are included in this follow-up record.   Product return status 33 devices were received. 1 device was not available for evaluation.   Event confirmation status 31 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. Evaluation results 16 devices were found to be affected by internal corrosion. 11 devices were found to be affected by worn internal components. 3 devices were found to be affected by damaged internal components. 3 devices had no device problem found.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 22 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: h10 34 total events were initially reported. 34 previously reported events are included in this follow-up record.   Product return status 34 devices were received.   Event confirmation status 31 reported events were confirmed; the cause traced to component failure. 3 reported events were not confirmed. Evaluation results 16 devices were found to be affected by internal corrosion. 12 devices were found to be affected by worn internal components. 3 devices were found to be affected by damaged internal components. 3 devices had no device problem found.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 22 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 34 total events were initially reported. 23 previously reported events are included in this follow-up record.   Product return status 21 devices were received. 2 devices were not available for evaluation.   Evaluation status not confirmed 20 reported events were not confirmed during testing; however: - 9 devices were found to be affected by corrosion. - 8 devices were found to be affected by worn components. - 3 devices were found to be affected by component damage. In progress 1 device evaluation is in progress.   Additional information 34 devices were not labeled for single-use. 34 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 22 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.